Manufacturer narrative:
This complaint was created in reference to manufacturer report number 1320894-2023-00022 to capture the second occurrence that was discovered in assessment. However, no more information is known. The reporter stated ¿surgeon commented this was the second arthorcare probe that this issue has resulted. I have been unable to obtain further information than this regarding a second occurrence." Manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 42 complaints, regarding 44 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not bend probe shaft or alter the device in anyway, damage to the device may occur and or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the aes-90sn, aes-90sn probe assy,suct,sin was being used during an unknown procedure on an unknown date when it was reported ¿small metal tip on 90 degree arthorcare probe broke off into patient's left knee toward end of procedure.¿ further assessment questioning found that no additional information was available for this incident. There was no report of medical intervention, or hospitalization required for the patient. The current status of the patient is unknown. This report is being raised on the basis of injury due to possible retained foreign body in the patient.

Manufacturer narrative:
Update: the device was returned for evaluation and changes have been made to reflect this in d9 & h3. The type of investigation code has been updated from c139460 to c91896. The investigation findings code was updated from c92084 to c92055. Manufacturer narrative: examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. Detached electrode was not returned per evaluation. There is no evidence of product misused. (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not bend probe shaft or alter the device in anyway, damage to the device may occur and or injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the aes-90sn, aes-90sn probe assy, suct, sin was being used during an unknown procedure on an unknown date when it was reported ¿small metal tip on 90 degree arthorcare probe broke off into patient's left knee toward end of procedure.¿ further assessment questioning found that no additional information was available for this incident. There was no report of medical intervention, or hospitalization required for the patient. The current status of the patient is unknown. This report is being raised on the basis of injury due to possible retained foreign body in the patient.

Manufacturer narrative:
This complaint was created in reference to MFR 1320894-2023-00022 to capture the second occurrence that was discovered in assessment. However, no more information is known. The reporter stated ¿surgeon commented this was the second arthorcare probe that this issue has resulted. I have been unable to obtain further information than this regarding a second occurrence." Manufacturer narrative: the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the aes-90sn, aes-90sn probe assy,suct,sin was being used during an unknown procedure on an unknown date when it was reported ¿small metal tip on 90 degree arthorcare probe broke off into patient's left knee toward end of procedure¿. Further assessment questioning found that no additional information was available for this incident. There was no report of medical intervention, or hospitalization required for the patient. The current status of the patient is unknown. This report is being raised on the basis of injury due to possible retained foreign body in the patient.